Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported experiencing lower than expected glucose values and stated they felt they had been receiving more insulin than usual. Sensor displayed 40 mg/dl while fingerstick measured 70 mg/dl; device data showed 67 mg/dl. Blood glucose was treated. The pump was reset and re-setup, and additional training was scheduled.